Manufacturer narrative:
Product ID 377745 lot# v006414, implanted: 2006 (B)(6); product type lead product ID 377745 lot# v006380, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced because it was "moving".